Event description:
It was reported that the physician had trouble with the set screw at implant. The device was not implanted and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, grommet damaged, setscrew - foreign material and rounded socket.